Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient received an MRI, on (B)(6) 2022, which caused the pump to shut off. The patient received MRI's every 3 hours for their cancer. The patient called and was able to get the pump working. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2022.